Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal papilla during a papillectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter even after the handle was loosened. Reportedly, after several manipulations, the clip separated from the tissue and was then removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal papilla during a papillectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter even after the handle was loosened. Reportedly, after several manipulations, the clip separated from the tissue and was then removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: a visual examination of the returned complaint device noted that the clip assembly and the sheath grip were not returned with the device. It was noticed that there were kinks in the proximal section of the catheter and the control wire was also kinked near the handle, center and the distal end of the device. There were signs of a complete activation due to the distal end of the control wire was broken and the yoke was not returned as expected. The hypotube was detached from the distal section of the control wire and was not returned with the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.